Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined that the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted in the graftmaster rapid exchange, coronary stent graft system, instructions for use states: an unexpanded stent graft may be retracted into the guiding catheter one time only. An unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent graft may be damaged when retracting the undeployed stent graft back into the guiding catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 2.8 x 16 mm graftmaster stent was being used for treatment of a perforation that had occurred in the heavily calcified proximal obtuse marginal during atherectomy. The first attempt to cross with the graftmaster stent delivery system (sds) failed and it was removed from the anatomy and additional dilatation was performed. The second attempt made to cross the graftmaster sds also failed. Additional inflations were performed after which the graftmaster was able to be advanced to the lesion, but with some difficulty. During inflation of the stent delivery system balloon the balloon ruptured at about 12 bars. A 3.5 balloon catheter was used to expand the graftmaster stent to the vessel wall sealing the perforation. No additional information was provided.